Event description:
It was reported that the customer experienced issues with there being no flashing lights when connecting the transmitter to the sensor. The customer's blood glucose was 112 mg/dl. Troubleshooting was done. Advised customer to replace the sensor. Upon removal of the sensor, the customer stated that there was no cannula on the sensor. The customer was unsure if the cannula was still in his body. Advised customer to go to the doctor to make the cannula was not in his body. The customer stated that he would not go to the hospital for this issue. The customer stated that blood was coming out of the insertion site. The customer declined troubleshooting for the blood at the insertion site. Advised that a replacement sensor would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.